Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found following. The distal end cap had impact points. The insertion tube was kinked. The endoscope connector had signs of humidity. The venting connector had signs of humidity. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the all channels of the subject device. Klebsiella oxytosa, pseudomonas aeruginosa and enterobacter cloacae (the total cfu of the klebsiella oxytosa, pseudomonas aeruginosa and enterobacter cloacae is >100 cfu/150ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440, using peracetic acid. There was no report of infection associated with this report.